Event description:
Meter name: one touch basic. Strip name: lifescan ot strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: (describe, unknown). A patient reported they were unable to test on the meter. Their meter allegedly would only prompt the clean test area message. The result on their meter was unable to test. There was no comparison. Treatment was unknown. Customer is insulin dependent. No further information has been reported.